Event description:
The pt was implanted with biventricular support. The MFR rec'd a user facility report rec'd from the (B)(4) which stated: "pt has a bivad, right cannula thrombus (string)."

Manufacturer narrative:
The MFR is attempting to acquire add'l info relating to the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.